Manufacturer narrative:
The manufacturer location was documented as (B)(4) in the initial report. The location has been updated to (B)(4). Contact office name/address has been updated accordingly to reflect the correct manufacturing facility.. It was omitted in error in the previous report that the event occurred during an unspecified surgical procedure. It was unknown if there was a delay to the surgical procedure. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the power module device stopped working. It was further determined that the device did not charge and the reboot procedure failed to work. It was further reported that the device was not initially charged and the user tried to charge the device but without success. A spare device was used in this event. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.